Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.

Event description:
It was reported that the pt presented with chest pain approximately two yrs post ivc filter implant. Imaging demonstrated two filter limbs had detached from the filter. One limb was observed in the lung and the other was observed in the right ventricle. A filter retrieval was attempted using a recovery cone and a snare, was performed, however proved unsuccessful. Reportedly, the filter is tilted and the apex of the filter is embedded in the wall of the ivc. According to the physician, the pt is still in need of the filter.